Event description:
It was reported that an unspecified rx trek balloon was used with a pilot guide wire to dilate a lesion. After dilating the balloon, when the rx trek balloon was attempted to be retracted, the pilot guide wire became stuck with the balloon, and both devices were pulled out together. It was felt that the guide wire became sticky when inside the rx trek balloon catheter and that is why they both pulled out together. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx trek is being filed under a separate medwatch report. Factors that may contribute to the inability to retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The guide wire and balloon catheter were not returned which may have aided in the evaluation and determination of cause. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record review and similar incident query for this product was not performed because the product was not returned for analysis and the part and lot numbers were not reported. In summary, based on this evaluation, there is no indication of a product quality deficiency.